Event description:
The facility representative reported a colleague pump with a failure code 810:04. This problem occurred during customer use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The reported failure code 810:04 was confirmed during product eval. Inspection of the device revealed the failure was caused by the a high air in line baseline sensor reading. To correct the failure, the air in line was re-calibrated.